Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31386756l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After the procedure, cardiac tamponade was confirmed (after the patient left the room) and drainage was performed. The patient fully recovered however required extended hospitalization. The physician thinks that the ablation may have had an effect because it was concentrated on the posterior wall during the box procedure. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed prior to the cardiac tamponade being identified. It was unclear whether steam pop was confirmed. The irrigation catheter¿s flow rate settings were q mode, 36w or higher setting. No product abnormalities were observed prior to or during use of the product.